Event description:
Customer reported via phone call tht they experienced high blood glucose. Blood reading at the time of incident was over 400. Troubleshooting was declined. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.